Event description:
Discrepant calcium results on multiple patient samples. The following examples were provided, units of measure mg/dl: initial 7.9, repeat 9.2; initial 7.5, repeat 8.7; initial 8.0, repeat 9.0; initial 7.8, repeat 9.0; initial 7.6, repeat 9.6; initial 8.0, repeat 8.9; initial 7.6, repeat 9.6; initial 6.6, repeat 8.3. Initial results were not reported. The field service representative determined the instrument was contaminated. The instrument was decontaminated.